Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up check on an unknown date. Upon review, the patient¿s right atrial lead exhibited a loss of capture and far r-wave oversensing. It was suspected that the lead had dislodged and fallen. On (B)(6) 2018 the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.